Manufacturer narrative:
The sample involved in the incident was rec'd and evaluated. The kit was functionally tested at 300mm hg using a saline solution. The kit did not exhibit any evidence of leakage but the squeeze flush device on the green connector line allowed 140 mls of fluid through in one hour against the specified rate of 3 mls/hour. The second squeeze flush on the blue connector line performed to specifications. Both squeeze flushes were then visually examined under 7x magnification. On the flush device attached to the green line, marks or perforations were observed on the silastic sleeve around the area where the white clips contact the sleeve. On the second flush device, no marks or perforations were observed. The cuts observed reduced the sleeve restrictor force which allowed more fluid to flow. All flush devices are 100% tested for correct flow rate during MFR. The source of the cuts on the silastic sleeve cannot be determined.

Event description:
Rec'd report from abbott intl affiliate, abbott japan, of overinfusion of heparinized fluid via pressure tubing to arterial access. Report states "after operation, the customer used the unit for the monitoring of a pt's blood pressure. Then the customer found the bleeding, and it was difficult to stop bleeding. At that point, although 500ml of solution was administered to a pt for 200 minutes, nurses were not aware of abnormal flow-rate of this unit. (Normal flow-rate of this product is 3ml/hr.) Eventually 200ml of solution was administered to the pt. The detailed info of actual using method was not received from the customer." In further information communication, the affiliate states "the pt was in intensive care unit due to fulminant hepatitis with bleeding (nose, trachea, and gi tract). Pt had been treated with hemodialysis with "act" of 150 seconds. December 20, 3:00am, the solution (2000iu/500cc) was found to be administered. December 20, 8:00am, whole solution (500ml) was found to be administered. At this time, act showed 238 seconds. During the period, 180ml of blood seemed to be lost. Immediately, a new transpac IV was setted and december 20, 12:00am, act was returned to normal (150 seconds) but bleeding tendency was still continued. Event outcome: returned normal. However, jan 30, '98 pt died due to multiorgan failure (no relation with the event)."